Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported by the patient post op a realize adjustable band, the patient was admitted to the hospital on (B)(6), 2011 with a fever and elevated wbc. A CT-scan was done with and without contrast that showed inflammation around the band and port. The band and port were removed. Cultures were performed and was positive for veridans group streptococci. Patient is currently experiencing inflammation of the esophagus which is making it difficult for her to consume more than approximately 300 calories per day. She states the surgeon has told her that the condition is due to her limited intake of food and reflux that is causing irritation to the esophagus. The patient states that she is having a difficult time consuming and tolerating foods even when consumed in very small quantities.